Event description:
It was reported that the fowler did not hold the position when a pt is on the cot. The cylinder can not hold the weight. There was no reported pt involvement or adverse consequences.